Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert when attempting to charge the pump using the usb cable and wall adapter. Additionally, the customer inadvertently filled the infusion set tubing while connected to the infusion set site. Blood glucose (bg) level was 207 mg/dl. Reportedly, the power source alert did not recur after the customer plugged the pump in using an alternate usb cable and wall adapter. The customer did not believe that the bg would go below target due to filling the tubing while connected. The customer was instructed to contact tandem technical support if further assistance was required. The customer did not contact tandem technical support regarding the alleged issues.